Manufacturer narrative:
Additional information: b5, b7 and h6. B5: upon follow up, it was reported that on an unknown date the patient was discharged from the hospital and recovered from the peritonitis. Ceftazidime was discontinued. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as "reused minicap due to insufficient government supply." The peritonitis was manifested by abdominal pain and cloudy effluent. The patient was hospitalized for the peritonitis event. The patient was treated with vancomycin (1gram, once daily, intraperitoneal, for 4 days then discontinued) and ceftazidime (1gram, once daily intraperitoneal, ongoing) for peritonitis. Pd therapy was ongoing. The patient was recovering from the event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b7. Should additional relevant information become available, a supplemental report will be submitted.